Manufacturer narrative:
A united states customer contacted the siemens customer care center to inform that (B)(6) human chorionic gonadotropin (hcg) linearity samples were run on the advia centaur xp instrument. The customer reported that dilutions ran using the hcg system onboard auto-dilution and with hcg diluent, and they observed the initial straight results varied from the system dilution results. Siemens reviewed the information provided and noted the hcg diluent material was valid for use with serum samples and that sample integrity errors had occurred on samples. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted that after running cap surveys, the attempts to run qc (quality control) or patients resulted in type 2 integrity errors. The cse performed troubleshooting, including a total service call, testing the sample pump to verify the voltage, replacing the sample probe tubing, sample probe sense pump, and acid pump and fittings. The cse observed one bad calibration had occurred, and the customer noted that they had discovered bleach in the water bottle. The customer noted that the bottle was rinsed, and the calibration was repeated. The test passed, and levy jenning's data was acceptable. Qc testing was successful and without any error. The customer performed testing with master curve materials, and the results were within the expected ranges. Siemens performed a follow-up with the customer, and the hcg assay and instrument were performing within specifications post-service repairs. The advia centaur xp is performing as expected, and no further evaluation of the device was required.

Event description:
The customer informed siemens of discordant human chorionic gonadotropin (hcg) results obtained on the advia centaur xp instrument. The results were reported and questioned by the physician(s). The customer did not perform repeat testing, and no corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.